Manufacturer narrative:
The event description the customer reported to ams did not indicate a potential pt safety issue. The device was subsequently returned to ams and analyzed. The info from this failure analysis was rec'd on (B)(6) 2011 and the results of the failure analysis indicated that an MDR was required. The failure analysis disclosed that the fiber cap region burned and/or melted, the cap remained intact and attached. The shrink tube and/or fiber jacket melted and/or burned. The beveled section melted and exhibited burnt glue. The fiber cap generally exhibited some/all of char, devitrification, crater and melted glass. This device failure is associated with a lack of cooling. The root cause of the device failure was determined to be heat accumulation. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage. The product labeling also warns of possible cap detachment in the pt and instructions for retrieving.

Event description:
The customer did not report a failure reason for the fiber at 60,810 joules. A failure analysis, conducted by an american med systems quality engineer, disclosed that the fiber cap region burned and/or melted, the cap remained intact and attached.